Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump had severely scratched display window, cracked reservoir tube lip and dented case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons were not responding the way that they should. Customer's blood glucose was 4.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.